Event description:
On (B)(6) 2012, the pt was treated for a thoracic aortic aneurysm with a gore tag endoprosthesis. The device was landed as intended. The aneurysm was excluded and there was no adverse event to the pt. Upon removal of the device catheter, it was noticed that the olive tip came off the device catheter inside the sheath. It was removed with the sheath and no further action was required.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.